Event description:
It was reported that the during routine device change out, an insulation anomaly was noted on right ventricular lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.